Event description:
A company representative was observing surgery and reported the following information. The laser procedure was completed without complication. As the surgeon removed the capsulotomy tissue, she pulled the tissue centrally in the inferior quadrants. She did not pull the superior portions into the center. At this time, it looked like the capsulotomy dissected freely. Nucleus and cortical removal proceeded uneventfully. As the surgeon inserted the intraocular lens, one of the haptics stayed in the anterior chamber so she manipulated it into place by adjusting the position of the lens. At this point, she realized there was vitreous in the anterior chamber, requiring an anterior vitrectomy. The pt will be sent for a retinal evaluation. The surgeon stated that she possibly weakened the capsule with the manner in which she removed the capsulotomy tissue and by manipulating the iol. She stated that the combination of the two most likely resulted in an anterior capsule tear.

Manufacturer narrative:
There was no reported or suspected problem with the device. A company physician reviewed the case and concurred with the surgeon's opinion regarding root cause. The company physician concluded that the likely cause of the anterior capsule tear was a combination of the capsulotomy approach (can-opener method) and manipulation of the intraocular lens. The can-opener capsulotomy method is associated with a higher rate of capsular tears and is not recommended for laser-assisted cataract surgery. Capsular tears are an inherent risk of cataract surgery. (B)(4).